Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3887-33 lot# l75331 implanted:(B)(6) 2000 product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient restated that the ins wasn't helping them and their healthcare provider (hcp) thought the ins had a problem and it was replaced on (B)(6)2016. The hcp later said the ins wasn't the problem after replacement and their system was replaced in (B)(6)2016. No further complications reported.

Manufacturer narrative:
Continuation: product ID 3887-33 lot# l75331 implanted: (B)(6)2000, explanted: (B)(6)2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had back pain and right lower extremity pain. The patient had a failed spinal cord stimulator that stopped working after a fall. The ins was investigated and no disconnections were noted and all impedances were within normal limits. The patient continued to endorse a complete failure of its function. All parts of the system were explanted and a new system was placed. When the leads were attempted to be pulled, the distal end fractured. All available components were removed. The ins was then placed back in the pocket and connected to the new paddle lead. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative and a health care provider regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was a loss of therapy. Impedance measurements were taken, and they looked normal, but did not have specific values. X-rays were taken and indicated that there was not anything obviously wrong, no breaks, lead/extension/implantable neurostimulator were connected. The patient was using high settings. The patient claimed to have fallen on the implantable neurostimulator (ins). The decision was made to start looking at specific components by replacing the ins. The procedure was on (B)(6) 2016. The cause of the loss of therapy and of the patient not being able to feel stimulation was not determined at that time. An impedance test was performed with the replacement battery, and the values checked out within working range. No previous images were available to determine lead migration. The battery was turned on the day of the procedure and the patient was still not able to feel stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3887-33, lot# l75331, implanted: (B)(6) 2000, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the patient felt no stimulation with maxed amplitude and was not getting relief. Prior to the battery change, the patient had maxed amplitudes to feel a very mild sense of paresthesia. The fall was reported to be in (B)(6) of 2015 which caused some swelling which may have altered sense of paresthesia. The battery was then replaced due to physician preference. It was noted that the battery was close to end of service. The impedances checked out fine with the battery before replacement, along with the new replacement battery. (Exact values of impedances were not remembered). No previous scans were available to determine if the lead was in the correct position at the time of the implantable neurostimulator replacement. The patient¿s leads will be replaced (B)(6) 2016. The patient¿s currently implanted percutaneous lead will be replaced with an MRI safe surgical lead. There was an uncertain object on the fluoroscopy image at l3 seen as a bright spot. It is predicted that the object is the pin of a twist-lock anchor used around that time the original lead was implanted. The plan of action is to use the current battery (recently replaced), move the pocket to the back, and switch the leads. The patient¿s status at the time of the report was alive with no injuries. At this time, the cause of the loss of stimulation is not determined.